Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was not impacted. A system check was performed and insulin was observed exiting the infusion set tubing. The customer did not have access to additional supplies therefore the system check could not be completed. During a follow-up, it was confirmed the customer resolved the occlusion by performing a cartridge and infusion set change. No damage to the infusion set or site was observed. Recommendation was made to consult with their health care provider if the customer had additional occlusion issues. The customer reported that manual injections were to be used for insulin therapy.